Event description:
It is reported that the device was implanted in 1992. It was revised in 2007, due to breakage. Exact implant and explant dates are not known.

Manufacturer narrative:
Evaluation summary: tibial plate shows fracture damage on the medial side starting from the dovetail to the medial edge. The back surface shows bone cement deposit over fiber metal pad and body tissues. It does not show the use of bone screws for fixation to the bone. The fractured piece on the medial side of the plate does not show much bone in-growth as observed on the lateral side. It is possible that the plate did not have enough bone support on medial side which possibly caused the fracture of the plate. Cause cannot be definitively determined. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the tibial plate fracture surface showed fatigue striations, rub-marks and crystallographic fracture mode. Fracture appears to have occurred by fatigue and crack propagated from dovetail to the rim. Energy dispersive spectroscopy analysis of the tibial plate showed ti, al and v elemental peaks in the spectrum typical of tivanium alloy.